Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1-a4: patient information was not available. H3, h6: the exports/logs were returned for clinical analysis. The analysis determined that the probable cause of the deviation of left t3-t6 is soft-tissue pressure applied on the tools whilst instrumenting, which was exacerbated due to the patient's spine anatomy and rotation in relation to the incision. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that after a successful registration and planning for t3-t6 levels the dual clamp was placed on t3 and t6. The surgeon started using a drill from left t6. The surgeon felt that the trajectory was medial so they just drilled partially and left it and went to left t5 which they felt was a little medial. The surgeon also left that trajectory and went to left t3 and t4, both of which they drilled partially, but was not comfortable as these trajectories seemed a little medial. The surgeon then proceeded to the right side. The right side t6 and t5 were accurate. The surgeon then again tried left t5 which they drilled and found medial. The surgeon went to right t3 and t4 which were accurate. After drilling with the guidance system he free handed tapping and screw placement. The surgeon performed screw placement with t3-t6. Left t3-t6 breach was observed. The deviation was less than 3.5 mm. For the left side the surgeon used the c-arm and place the screws conventionally. No patient injury was observed. The issues caused the surgical time to be extended by less th an 1 hour.